Event description:
This MDR is being filed as exposed implant material. It was reported that exposed urethral bulking implant material was noted in 2006, during a cystoscopy for retreatment with a bulking implant material. The patient had complained of dysuria prior to the second procedure, but not on the day of the cystoscopy. The doctor did not continue with the retreatment. The area was debrided and allowed to heal on its own. The size of the exposed area was described as 1 cm diameter. The implant material was not removed from the patient. The status of the patient is unknown. Patient has not returned for follow-up. The initial implant date was seventeen days before the event.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques thay may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. A review of bard dhrs from june 2005 to july 2006 found that 1) all raw materials were found to be within specification and 2) all 14 lots were manufactured using the same procedures, methods, inspections and specifications as approved in the PMA. Based on our DHR revew no changes were noted, and therefore, the implant material and impact of accessories have been eliminated as a root cause. Based on this process of elimination, pt selection and injection technique were identified as the most likely root cause for the exposed implant material report. Bard's root cause analysis identifies pt selection and injection technique as potential contributing factors to successful pt outcomes. Bard's existing physician training program and the IFU focuses on proper pt selection and injection technique. Consistent with the IFU, bard has emphasized these critical factors by sending all users tip sheets and a direct mailer from a key medical opinion leader.